Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Additional information indicated that the battery issue was discovered during routine follow up and patient did not have any symptoms as there was no compromise in device function. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). This s-ICD was explanted and replaced. No additional adverse patient effects were reported.